Event description:
The customer reported that the 9900 system would not save subtraction images and had a milliamps error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament was calibrated and the generator aligned during the service call. The system was tested and found to be working as intended and put back into service.